Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.

Event description:
The device is unable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
The consumer reported that the diamondclean charger/toothbrush caught on fire. There were no reports of injury or property damage.